Manufacturer narrative:
Based on review of the device history record and the above product evaluation, the brow descent experienced by the patient was likely the result of incomplete anchoring due to a sheared compression flange. This flange was likely sheared dur-ing an off-axis insertion attempt by the surgeon. [(B)(4)].

Event description:
Customer states the patient received an endoscopic brow lift on (B)(6) 2018. At the 8-10 day post-op appointment, it was observed that the implant became dislodged and the brow had subsequently dropped below desired position. On (B)(6) 2018 the implant was removed from the patient and a new device was placed. This was received through medsun mandatory and voluntary report (uf/importer report # (B)(4)).